Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10.

Event description:
It was reported that during use of the bd 1ml syringe luer-lok¿ tip the plunger was getting stuck inside the syringe. The following information was provided by the initial reporter, translated from spanish to english: after shelf life test, the complainant noticed the plunger was getting stuck inside the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd 1ml syringe luer-lok¿ tip the plunger was getting stuck inside the syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: after shelf life test, the complainant noticed the plunger was getting stuck inside the syringe.